Manufacturer narrative:
One cadd-legacy® pca pump was returned for analysis. The pump was visually inspected, signs of function and pressure failure; finding a faulty downstream occlusion sensor. An alarming double beep was activated upon powering up the device; verifying the complaint. Based on the evidence, the root cause was the pump's downstream occlusion sensor. However, it is unknown as to what caused the faulty sensor.

Event description:
Information was received indicating that a "no cassette" alarm occurred to a smiths medical cadd-legacy® pca pump with a double beep. There were no adverse effects reported.